Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
End user claimed that the distal part of the stent was soft & then kinked when put through the scope via the working channel. The case was resumed by using another clso-10-7 (of the same lot) and the case was successful. No adverse effect on the patient.

Manufacturer narrative:
Device evaluation: 1 x clso -10-7 of lot number c1949771 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 13/jan/2023. On evaluation of the device the device was noted to have the stent and straightener returned. Damage and kink noted on duodenal flap near tapered end of stent. No other defects observed. A 0.035" wire guide passes through device without issue. Document review: prior to distribution all clso -10-7 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for clso-10-7 for lot number c1949771 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1949771. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to excessive force being applied by the physician as the stent was being passed down the endoscope working channel causing the stent to kink. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 03-mar-2023.

Event description:
Supplemental report is being submitted due to the completion of the lab evaluation on (B)(6)2023.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.